Event description:
It was reported that the customer had a bladder infection and experienced high blood glucose levels. The blood glucose reading was 566 mg/dl, and the customer's spouse called to inquire how much insulin would need to be administered. He requested assistance with changing the maximum bolus value. Assisted the caller with programming. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.